Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
The consumer reported that their therapy had stopped due to a power on reset (por). It was an informational por. They saw the por when they were charging their implantable neurostimulator (ins). The patient had gone through airport security about a week prior to the report but they noted that they go a lot, they did not turn their stimulation off prior to going through security, and they had not had a por before. They were able to clear the por and continue charging the ins and turn the stimulation on. They were going to try and set up an appointment with a manufacturer representative to have the ins checked. The patient was indicated for failed back surgery syndrome.